Manufacturer narrative:
Investigation: our quality engineer inspected the photographs provided. Bd received two photographs for evaluation. The actual samples were not made available. One photograph displayed a 20ga IV unit which was a catheter/adapter assembly intact on the needle/hub assembly. The photo revealed the presence of a small white foreign matter present on the catheter tubing midway down from the tip. The second photograph was displayed similar findings to that of the first photo. The reported issue was confirmed as there was visibly small foreign matter on the outside wall of the catheter tubing. Although the defect your reported of foreign matter was confirmed with the photos provided for this incident, the photos did not provide sufficient evidence to identify the characteristic of the foreign matter, therefore the source is indeterminate. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that there was foreign matter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: I am a nurse, one of our hospitals, is have some issues with your 20g insyte IV catheters.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8241920; medical device expiration date: 2021-08-31; device manufacture date: 2018-08-29; medical device lot #: 8310635; medical device expiration date: 2021-10-31; device manufacture date: 2018-11-06." Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: I am a nurse, one of our hospitals, is have some issues with your 20g insyte IV catheters.